Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the screws on the left-hand side during the case were misplaced. The case logs also showed that the software detected and then alerted the user of deflection forces on the end effector, which can indicate skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, it was revealed that the misplaced implants were due to retraction. On (B)(6) 2025, it was confirmed that the implants were revised intraoperatively using excelsiusgps and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that there were multiple cases where the robot navigation is off on just the left side. The merge is good and there is no movement.